Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 14.34mm x 5.06mm was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage. The complaint regarding the forceps were broken was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument jaws were broken. The procedure was completed with no reported injury.